Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. Logfile review of the day of treatment confirmed an interruption occurred by a warning message during treatment. The user confirmed the center of ablation several times to proceed with the treatment but was unable to start the treatment again. The user aborted the treatment. The treatment was then restarted and completed without problems. Occurrences of this error are most likely due to the laser pedal not fully engaged which can cause an incorrect detection of the shutter state. No technical root cause was identified. The possible root cause could be attributed to user handling of the laser pedal bu not depressing the laser pedal enough. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported that the laser stopped immediately upon the surgeon pressing the laser pedal for a refaractive treatment on a patient's eye. Only 8% (173 shots) of the treatment were technically completed when this occurred. The surgeon re-centered the patient's pupil and a warning appeared saying that the laser had stopped. The technician aborted the procedure and re-centered the pupil again which did not allow the surgeon to proceed. The treatment was completed successfully upon accessing through the "aborted" list on the treatment.